Manufacturer narrative:
(B)(4) examination of the returned device found evidence confirming the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfc knee replacement, (B)(6), (B)(6) health (B)(6) 2018. During the impacting of the liner it would not seat into the tray, the surgeon tried several time to reseat, a new liner was opened and the new liner fitted first time. On inspection one of the taps on the underneath of the liner did not look like the other side. Patient initial (B)(6), aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
Investigation summary: examination of the returned device found evidence confirming the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.